Manufacturer narrative:
Although this device is not sold in the united states, it is like or similar to a u.s. Distributed product.

Event description:
Reporter stated that the urisys 1100 was "not working." Upon inspection, the reporter noted that the device's printer paper had jammed and appeared to be blackened. Additionally, reporter noted that the printer port emitted a "burning smell." An image of the suspect device, provided to the manufacturer by the end-user, showed that the plastic housing around the printer port had warped. Reporter stated that the event occurred overnight and was not witnessed by any staff member. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.